Event description:
It was reported that the tubing had been unable to be primed using the cadd pump; the pump read "upstream occlusion." Despite the tubing being reseated and the bag being appropriately spiked, the issue persisted. A second tubing had to be used, which worked. The event occurred during priming.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg : 6/13/2025. Two (2) used device was received for evaluation. No damage or anomalies were observed during the initial assessment. Upon closer inspection under magnification, the tubing-spike connection was inspected. The complaint of an upstream occlusion alarm can be confirmed. The probable cause is due to excess solvent application at the tubing-spike. For the first set, a partial blockage was observed. For the second set, a solvent membrane was observed at the location. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.